Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit was giving error code messages of data acquisition (da) pcba adc reference failed machine and proximal pressure sensors failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) lab received da pcba to mc pcba cable the for evaluation. Visual inspection of the returned da pcba to mc pcba cable evidence of a dent marks on the ribbon cable. Fi technician installed the da pcba to mc pcba cable into the fi test ventilator. Operational test was performed and no failures were identified. Therefore, the reported problem could not be confirmed.